Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain abdomen') in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted,". On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In 2011, the patient experienced migraine ("migraine headaches") and mood swings ("mood swings"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse"). In 2012, the patient was found to have weight decreased ("weight loss"). In 2015, the patient experienced vision blurred ("vision probs/ vision/eye problems type: blurry"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"), 4 years 4 months after insertion of essure. On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cyst"). On (B)(6) 2016, the patient was found to have uterine leiomyoma ("uterine fibroid"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (essure removal surgery). Essure treatment was not changed. At the time of the report, the abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, vaginal haemorrhage, vaginal discharge, fatigue, hormone level abnormal, headache, vision blurred, weight decreased, migraine, ovarian cyst, uterine leiomyoma and mood swings outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, migraine, mood swings, ovarian cyst, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: the patient did not have her essure removed, however, is currently planning for removal. Date(s) of insertion: (B)(6) 2010 discrepancy noted as per pif. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : dysmenorrhea, uterine fibroid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain abdomen') in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In 2011, the patient experienced migraine ("migraine headaches") and mood swings ("mood swings"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse"). In 2012, the patient was found to have weight decreased ("weight loss"). In 2015, the patient experienced vision blurred ("vision probs/ vision/ eye problems type: blurry"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"), 4 years 4 months after insertion of essure. On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cyst"). On (B)(6) 2016, the patient was found to have uterine leiomyoma ("uterine fibroid"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (essure removal surgery). Essure treatment was not changed. At the time of the report, the abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, vaginal haemorrhage, vaginal discharge, fatigue, hormone level abnormal, headache, vision blurred, weight decreased, migraine, ovarian cyst, uterine leiomyoma and mood swings outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, migraine, mood swings, ovarian cyst, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: the patient did not have her essure removed, however, is currently planning for removal. Date(s) of insertion: (B)(6) 2010 discrepancy noted as per pif. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records: dysmenorrhea, uterine fibroid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 01-oct-2021: mr received : case category updated to serious incident, reporter, essure removal date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.